Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be false empty detect / use error as the initial drain alarm setting was inappropriately programmed. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4221ml. The fill volume was 2500ml. This meets iipv criteria. Product surveillance contacted the nurse on 02/28/2011. According to the nurse the patient was seen last week and has resumed therapy successfully. The patient did not mention having any issues with the cycler and did not report any symptoms of overfill. There was no patient injury or medical intervention associated with this event.